Event description:
Upon starting cystoscopy, bioburden was seen coming out of the acmi cystoscope in view on the monitor. Bioburden was removed via basket/cystoscope. Specimen placed in container and sent fresh to pathology.